Event description:
It was reported " right brachial double lumen PICC placed (B)(6) 2022. Unable to aspirate both lumens. Dressing removed upon palpation at insertion site catheter kinking was felt under the skin. Pulled 2 cm out from insertion site for a total external length of 5 cm. Both lumens of PICC were now flushing without resistance with brisk blood return."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3340 showed no other similar product complaint(s) from this lot number.